Event description:
Customer reported that approximately one week prior to calling adc customer service on (B)(6), 2015 her adc blood glucose meter "went dead" and because of this she could not test. Customer further reported feeling "lightheaded, confused and almost passed out". Customer self-presented to her healthcare provider where a reading of 57 mg/dl was received on an unspecified meter. Customer was diagnosed with hypoglycemia and treated with candy and orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b-3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.